Manufacturer narrative:
The complained device was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: *do not use infusion equipment which can exceed the working pressure of 1.0bar max/750mmhg (14.5 psi). *only use infusion equipment complying with standards, which do not exceed a shut-off pressure of 1.0bar. *bolus injections should be slow and must not exceed the maximum bolus pressure of 1.2bar/900mmhg (17.4 psi). *do not use high-pressure injectors for contrast medium studies. Excessive pressures may damage catheter. *small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. *do not use sharp instruments near the extension lines or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dressing noted to have drainage on it with first check, writer called nnp to assess, dressing removed and PICC flushed and nnp noted that the line was cracked where the line meets the wings. Leaking noted on day shift post blood transfusion. Line removed and new PICC inserted by nnp.